Manufacturer narrative:
Concomitant medical products: product ID: b i71000158, serial/lot #: unk. A manufacturing representative went out to preform a system check out. It was noted that there was a mechanical failure and the x-stage cover needed to be replaced. Once replaced, the system preformed as intended and was they were able to home the device. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the site was having difficulty docking their system. There was no patient present.